Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
Customer reports the IV tubing is broken at the bottom of the upper fitment where it connects to the silicone segment, causing the zosyn 3.375g ivpb infusing to leak. There was no pt harm and medical intervention was not required. Although requested, no further pt/event info was provided.